Event description:
Reporter indicated that vns pt had to be intubated after the device was programmed to on the same day as implant due to bradycardia and coughing that led to respiratory distress. The pt was reportedly in the recovery room when the device was programmed to on at 2.0ma output current. The device was immediately programmed to off. Stimulation was initiated at a later date to 0.50ma output current without further incident. Implanting surgeon indicated that pt's previous device was set to 3.25ma output current but may not have been delivering that amount due to end of service. Surgeon believes that the bradycardia was a result of the high setting of the new device being too much for the pt.